Event description:
The pk papyrus covered stent system was selected for treatment of the 2nd om. The stent came off the balloon proximal to the target lesion. The stent was deployed at this position and a second stent was deployed at the target location. A guidezilla was used in the procedure.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.